Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The likely cause was the following: the device was forcibly removed from the endotracheal tube (ett) while being angulated. The device was inserted into the endotracheal tube (ett) without enough lubricant application, then the insertion section became stuck in the tube. The user forcibly removed the device under this condition. The instructions for use (IFU) provides the following guidelines: the user had submitted a repair quote for the device to the third party. It warns the user with the following contents: important information ¿ please read before use: prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and / or equipment damage can result. Equipment which been disassembled has, repaired, altered, changed, or modified by persons other than olympus 'own authorized service personnel is excluded from olympus' limited warranty and is not warranted by olympus in any manner. Corrected data: e2/e3/g2.

Manufacturer narrative:
The initial reporter did not send a report to the FDA, however a report was sent to the (B)(4) authorities via the (B)(6). The cmdsnet report number is:(B)(4), bronchoscope. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during a bronchoscopy procedure in the emergency department, the cap on the evis exera ii bronchovideoscope became dislodged after the scope was removed from the patient. When the scope was being pulled out of the endotracheal tube (ett) in the patient, it was noted that the tip of the scope was loose. The physician touched the end of scope and the cap became dislodged. It was then noted that the fiberoptic wires were exposed on the end of the scope. No adverse outcome for the patient. The bronchoscopy was nearly four (4) hours in length which was very uncommon but large particles of food had to be removed with the use of forceps through the scope.